Event description:
The patient reportedly experienced a decrease in performance. The patient was seen by a company representative for device evaluation. Testing performed confirmed that the device was functioning. However, the decision was made to explant the patient's device. Surgery to explant the patient's device is to be scheduled.